Event description:
It was reported that noise oversensing, with some pacing inhibition, was observed on this right atrial (ra) lead. No asystole was observed. Additionally, high pace impedances greater than 3000 ohms, were observed. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.